Event description:
Surgeon using the device in a patient noticed that the device itself was getting warm, noted that the patient's skin at the incision site was red. Area was treated with bacitracin ointment. After surgery patient was seen by a plastic surgeon who determined the redden area was a 2nd degree burn. Patient has a follow up appointment with plastic surgeon in mid december. Hospital will determine after the patients follow up visit whether they want to send the actual probe in.

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)